Manufacturer narrative:
The device was inspected on-site by the distributor, and it was found that the reprocessor was being washed without water filters. The user facility was instructed on the proper cleaning method and the device expected not to return. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The distributor reported to olympus that during a routine inspection of the endoscope reprocessor at the user facility, it was discovered that the evis lucera gastrointestinal videoscope was being washed without water filters. There was no procedural involvement or patient harm associated with the event. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has the health professional box mistakenly checked and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was due to the user's mistake in managing the replacement of the water filter. The event can be detected/prevented by performing maintenance of the device according to the following contents of the oer-4 operation manual. "Chapter 7 routine maintenance 7.2 replacing the water filter (maj-824). Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. Warning always be sure to attach the water filter. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing." Olympus will continue to monitor field performance for this device.